Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, a threaded interfrag screw was removed on (B)(6) 2024 due to the screw backing out and the patient experiencing pain when palpating the dorsal side of the foot. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, a threaded interfrag screw was removed on (B)(6) 2024 due to the screw backing out and the patient experiencing pain when palpating the dorsal side of the foot. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.